Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump and assisted in doing so, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which it did not after resetting.